Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient's mother contacted animas and left a message alleging that the pump is not working properly. There was no allegation of an adverse event. Animas has been unable to contact the patient or mother. This complaint is being reported because it is unknown if the alleged malfunction affects insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: no defect was found. There were no alarms related to this issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release